Event description:
It was reported to medtronic minimed that the customer reported pump error 35 and no response from any of the buttons. The customer reported no adverse events. The event involved product(s) mmt-1884. The troubleshooting was performed and the customer reported receiving a pump alarm. The customer was not able to clear the alarm. The customer reported buttons not being responsive after a keypad anomaly and/or a stuck button alarm. The pump has not been exposed to altitude change. No harm requiring medical intervention was reported. Mmt-1884 was requested and the customer response was that the device would be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit reset the pump three times to determine flashing medtronic logo is permanent. P-cap / reservoir locks properly into place. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and self-test due to flashing medtronic logo display anomaly. Unable to verify pump error 35 alarm and unresponsive keypad due to flashing medtronic logo anomaly. Unable to download pump's history and trace files using thump due to flashing medtronic logo anomaly. Unit was cut open to perform visual inspection and found moisture damage noted on force sensor, 40 pin flexible printed circuit/lcd, electronics stack pcba1, pcba2, motor and battery tube. Unit received with cracked battery tube threads, broken belt clip rails, missing display window cover, cracked keypad overlay at select button and cracked case at battery tube side. In conclusion flashing medtronic logo alarm confirmed due to moisture damage on electronics. Unable to verify pump error 35 alarm and unresponsive keypad due to flashing medtronic logo anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.